Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, recurrent urinary tract infection and ovarian cyst ruptured. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2014 to (B)(6) 2014, mirena iud from 2003 to june 2014 and celexa. Concurrent conditions included overweight, depression, anxiety and dysfunctional uterine bleeding. Concomitant products included ibuprofen and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2016, the patient experienced skin discolouration ("itchy discolored patches on skin"), rash vesicular ("small itchy blisters"), rash ("patches on skin"), sensitive skin ("sensitivity to shaving"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/inability to lose weight with diet and exercise with essure in place/weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), back pain ("back pain/back pain") and memory impairment ("memory issues/forgetfulness"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2018, the patient experienced urinary tract infection ("recurring uti symptoms"). In (B)(6) 2018, the patient experienced abdominal distension ("bloating of abdomen/abdominal bloating"), diarrhoea ("diarrhea") and constipation ("constipation"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), irritable bowel syndrome ("colonoscopy performed due to ibs symptoms/gi conditions"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular menses"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and allergy to metals ("metal sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, abdominal distension, alopecia, back pain and pelvic pain had resolved, the skin discolouration, rash vesicular, rash, sensitive skin, vaginal discharge, memory impairment, diarrhoea, constipation, menstruation irregular, dermatitis allergic, bladder disorder, urinary tract disorder and allergy to metals outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, constipation, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, memory impairment, menorrhagia, menstruation irregular, myalgia, pelvic pain, rash, rash vesicular, sensitive skin, skin discolouration, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2015 (noted discrepancy) current weight 182 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : fatigue, heavy menstrual cycles/ menorrhagia, vaginal spotting, uti, low back pain and abdominal bloating, diarrhea, adenomyosis quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query: description to be coded was changed from sensation of metallic taste to allergy to metals. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, recurrent urinary tract infection and ovarian cyst ruptured. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2014 to (B)(6) 2014, mirena iud from 2003 to june 2014 and celexa. Concurrent conditions included overweight, depression, anxiety and dysfunctional uterine bleeding. Concomitant products included ibuprofen and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced skin discolouration ("itchy discolored patches on skin"), rash vesicular ("small itchy blisters"), rash ("patches on skin"), sensitive skin ("sensitivity to shaving"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/inability to lose weight with diet and exercise with essure in place"). In june 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain") and memory impairment ("memory issues/forgetfulness"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding"). In (B)(6) 2018, the patient experienced urinary tract infection ("recurring uti symptoms"). In (B)(6) 2018, the patient experienced abdominal distension ("bloating of abdomen"), diarrhoea ("diarrhea") and constipation ("constipation"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), irritable bowel syndrome ("colonoscopy performed due to ibs symptoms"), arthralgia ("joint pain"), myalgia ("muscle pain") and menstruation irregular ("irregular menses"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.) Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and fatigue had resolved, the skin discolouration, rash vesicular, rash, sensitive skin, adenomyosis, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, abdominal distension, alopecia, back pain, memory impairment, diarrhoea, constipation and menstruation irregular outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, memory impairment, menorrhagia, menstruation irregular, myalgia, rash, rash vesicular, sensitive skin, skin discolouration, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2015 (noted discrepancy) current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : fatigue, heavy menstrual cycles/ menorrhagia, vaginal spotting, uti, low back pain and abdominal bloating, diarrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and 3 processed together. Pfs received. Reporter information added. Previously reported event injury to herself were updated to abnormal bleeding (vaginal), menorrhagia/heavy bleeding, itchy discolored patches on skin, patches on skin, small itchy blisters, sensitivity to shaving, recurring uti symptoms, adenomyosis, memory issues/forgetfulness dysmenorrhea (cramping)/painful periods, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain/inability to lose weight with diet and exercise with essure in place, colonoscopy performed due to ibs symptoms, bloating of abdomen, hair loss, back pain, abdominal pain, diarrhea, constipation, joint pain on (B)(6) 2019: fu 2 and 3 processed together received. Medical history and reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, recurrent urinary tract infection and ovarian cyst ruptured. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2014 to (B)(6) 2014, mirena iud from 2003 to (B)(6) 2014 and celexa. Concurrent conditions included overweight, depression, anxiety and dysfunctional uterine bleeding. Concomitant products included ibuprofen and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2016, the patient experienced skin discolouration ("itchy discolored patches on skin"), rash vesicular ("small itchy blisters"), rash ("patches on skin"), sensitive skin ("sensitivity to shaving"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/inability to lose weight with diet and exercise with essure in place/weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), back pain ("back pain/back pain") and memory impairment ("memory issues/forgetfulness"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2018, the patient experienced urinary tract infection ("recurring uti symptoms"). In (B)(6) 2018, the patient experienced abdominal distension ("bloating of abdomen/abdominal bloating"), diarrhoea ("diarrhea") and constipation ("constipation"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), irritable bowel syndrome ("colonoscopy performed due to ibs symptoms/gi conditions"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular menses"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, abdominal distension, alopecia, back pain and pelvic pain had resolved, the skin discolouration, rash vesicular, rash, sensitive skin, vaginal discharge, memory impairment, diarrhoea, constipation, menstruation irregular, dermatitis allergic, bladder disorder and urinary tract disorder outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, constipation, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, memory impairment, menorrhagia, menstruation irregular, myalgia, pelvic pain, rash, rash vesicular, sensitive skin, skin discolouration, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2015 (noted discrepancy) current weight 182 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : fatigue, heavy menstrual cycles/ menorrhagia, vaginal spotting, uti, low back pain and abdominal bloating, diarrhea, adenomyosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: pelvic pain, allergy: rash/skin condition, bladder problems, urinary problems were added, outcome of pain, bleeding, bloating, adenomyosis, fatigue, hair loss, weight gain were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in b)(6) 2015, irregular periods, recurrent urinary tract infection and ovarian cyst ruptured. Previously administered products included for an unreported indication: birth control pills from august 2014 to october 2014, mirena iud from 2003 to june 2014 and celexa. Concurrent conditions included overweight, depression, anxiety and dysfunctional uterine bleeding. Concomitant products included ibuprofen and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2016, the patient experienced skin discolouration ("itchy discolored patches on skin"), rash vesicular ("small itchy blisters"), rash ("patches on skin"), sensitive skin ("sensitivity to shaving"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/inability to lose weight with diet and exercise with essure in place/weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), back pain ("back pain/back pain") and memory impairment ("memory issues/forgetfulness"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2018, the patient experienced urinary tract infection ("recurring uti symptoms"). In (B)(6) 2018, the patient experienced abdominal distension ("bloating of abdomen/abdominal bloating/fullness of lower abdomen"), diarrhoea ("diarrhea") and constipation ("constipation"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), irritable bowel syndrome ("colonoscopy performed due to ibs symptoms/gi conditions"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular menses"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("metal sensitivity"), sinus disorder ("sinus issue"), mood swings ("mood swings") and joint swelling ("swollen joints"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, abdominal distension, alopecia, back pain and pelvic pain had resolved, the skin discolouration, rash vesicular, rash, sensitive skin, vaginal discharge, memory impairment, diarrhoea, constipation, menstruation irregular, dermatitis allergic, bladder disorder, urinary tract disorder, allergy to metals, sinus disorder, mood swings and joint swelling outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, constipation, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, joint swelling, memory impairment, menorrhagia, menstruation irregular, mood swings, myalgia, pelvic pain, rash, rash vesicular, sensitive skin, sinus disorder, skin discolouration, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2015 (noted discrepancy) current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confiirmed in patient¿s medical records : fatigue, heavy menstrual cycles/ menorrhagia, vaginal spotting, uti, low back pain and abdominal bloating, diarrhea, adenomyosis concerning the injuries reported in this case, the following one was reported via social media: sinus disorder and mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received- new event sinus issue, swollen joints and mood swings were added. On (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, recurrent urinary tract infection and ovarian cyst ruptured. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2014 to (B)(6) 2014, mirena iud from 2003 to (B)(6) 2014 and celexa. Concurrent conditions included overweight, depression, anxiety and dysfunctional uterine bleeding. Concomitant products included ibuprofen and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2016, the patient experienced skin discolouration ("itchy discolored patches on skin"), rash vesicular ("small itchy blisters"), rash ("patches on skin"), sensitive skin ("sensitivity to shaving"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/inability to lose weight with diet and exercise with essure in place/weight gain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), back pain ("back pain/back pain") and memory impairment ("memory issues/forgetfulness"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2018, the patient experienced urinary tract infection ("recurring uti symptoms"). In (B)(6) 2018, the patient experienced abdominal distension ("bloating of abdomen/abdominal bloating"), diarrhoea ("diarrhea") and constipation ("constipation"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), irritable bowel syndrome ("colonoscopy performed due to ibs symptoms/gi conditions"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular menses"), pelvic pain ("pelvic pain"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysgeusia ("metal sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, abdominal distension, alopecia, back pain and pelvic pain had resolved, the skin discolouration, rash vesicular, rash, sensitive skin, vaginal discharge, memory impairment, diarrhoea, constipation, menstruation irregular, dermatitis allergic, bladder disorder, urinary tract disorder and dysgeusia outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, arthralgia, back pain, bladder disorder, constipation, dermatitis allergic, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, memory impairment, menorrhagia, menstruation irregular, myalgia, pelvic pain, rash, rash vesicular, sensitive skin, skin discolouration, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2015 (noted discrepancy) current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confiirmed in patient¿s medical records : fatigue, heavy menstrual cycles/ menorrhagia, vaginal spotting, uti, low back pain and abdominal bloating, diarrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: social media received. Events added- metal sensitivity. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.